Manufacturer narrative:
A1: patient identifier is (B)(6); reported here as information exceeded character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a hematoma and was hospitalized. A faradrive sheath was selected to be used during a pulse field ablation clinical procedure on (B)(6) 2026. The patient experienced a vascular access complication - hematoma and it was required or prolonged a hospitalization. No further information was provide.